Manufacturer narrative:
MDR 1810909-2018-00067 has been filed for event occurred on (B)(6) 2018 for the same patient.

Event description:
At 10:23 p.m., the customer obtained a blood glucose reading of 320 mg/dl on a contour next one meter. Upon retesting, at 10:24 p.m. With a different meter, a reading of 77 mg/dl was obtained. The difference between readings fall in the "d" zone of the consensus error grid, making the difference clinically significant. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.